Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. All functional tests passed. A simulated treatment was performed and completed with no issues or alarms. The reported symptoms were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed one other complaint of m30.1 balloon valve leak alarm for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, the patient has a history of esrd on peritoneal dialysis using a cycler. The patient encountered several alarms to alert about set up problems; the peritoneal dialysis cycler was replaced, and the patient encountered different alarms with the replacement cycler. The patient discontinued peritoneal dialysis treatment, and did not perform manual treatments. Reportedly he gained 30 pounds in fluid, likely secondary to his renal insufficiency and cardiomyopathy. The patient did not use the cycler on the days immediately prior to this fluid gain.

Event description:
A peritoneal dialysis patient called fresenius technical support to report an m30.1 balloon valve leak alarm on a liberty cycler. The patient reported that last week his cycler didn't work and he was admitted to the hospital due to congestive heart. The patient stated he didn't use his cycler and didn't use alternate treatment. The patient also reported gaining 30 pounds.